Event description:
It was reported that a spectrum pump was experiencing multiple system error 322 alarms. It was also reported there was no injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated by baxter. The reported sys error 322 was unable to be reproduced, but was confirmed through the event history log. The upper latch switch voltage signal was inconsistent, which was causing the switch to intermittently detect the wrong switch state, this deficiency was caused by a failed upper latch switch. The upper aux assembly will be replaced to correct this condition. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.